Manufacturer narrative:
E1 - phone number: (B)(6), g2 - report source: competent authority, h3 - device evaluated by mfg?: device evaluation anticipated but has not yet begun. Awaiting device return. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that the blue 5.0fr catheter included in the rosch-uchida transjugular liver access set was punctured during a transjugular intrahepatic portosystemic shunt (tips) procedure for a 68-year-old female patient. There was difficulty inserting the 14g stiffening cannula into the 10f sheath, which was used to position the support cannula. This occurred because the 10f introducer was not compatible with the stiffening cannula. The 14g stiffening cannula, the 0.038-inch trocar stylet, the 5f blue catheter, and the 10f catheter, all were impacted by the failure. There was difficulty advancing both the stiffening cannula and the 0.038-inch trocar stylet. Specifically, the stylet could not pass through the 5f blue catheter and, after two attempts, punctured it. The procedure was completed by using another new device. A photo provided by the customer shows that the vascular sheath surface was punctured due to repeated insertions. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.